Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with blood glucose value 54mg/dl. Customer treated the low blood glucose event by having glucose/carb intake. Customer also mentioned that the issue was not related to medtronic product. The pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.